Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye as the patient was not able to tolerate halos. Vision pre-operative: 20/20, vision post-operative: 20/25 on (B)(6) 2023. A vitrectomy was not required. It was unknown if an incision enlargement or unplanned sutures were required. The patient has fully recovered. The patient operated at another center for the first surgery. No further information is available.

Manufacturer narrative:
Section b3: date of event: best estimate date is between (B)(6) 2022-(B)(6) 2023. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: further information was provided that the patient's date of birth (dob) was inadvertently reported incorrectly. Therefore, this supplemental filing is to correct section a2. The correct dob is (B)(6) 1951. The following section has been updated accordingly: section a2: date of birth: (B)(6) 1951. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.